Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2011- a proceed ventral patch was implanted in the patient's abdomen to repair a incisional hernia in the right lower quadrant. On (B)(6) 2011- the patient underwent revision and re-affixation of the ethicon proceed. Upon visualizing the proceed mesh, it was noted that the mesh was torn away from its repair but was firmly fixed to the lateral most portion of the abdominal wall. After clearing, a bard composix kugel hernia patch mesh was secured in place with sutures. Next, the midline defects were closed with running sutures. A piece of bard mesh ventrio patch small oval with eptfe mesh was sutured into place. The patient experienced and/or continues to experience severe pain and inflammation which have impaired his activities of daily living. The patient continues to suffer complications as a result of his implantation with the proceed mesh and bard mesh. The patient had an oval bard/davol composix kugel mesh, implanted to repair a hernia defect. On (B)(6) 2017- the patient underwent surgery to remove the infected kugel mesh. The patient injuries are accounted in medical records. The patient has suffered and will continue to suffer physical pain and mental anguish. The mesh products (bard/davol composix kugel mesh) are defective. The products implanted in the patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.